Event description:
On march 8, 2007, the lay-user/patient contacted lifescan alleging that her one touch ultra meter would not power on. The patient stated that she had been unable to test with the reported meter "a couple of weeks" because of the power issue. The patient tests twice a day and takes the following medications for her diabetes: "metformin" (twice a day) and "glucotrol." The patient also has high blood pressure and takes unspecified medications for it. Two weeks earlier, the patient started feeling dizzy and passed out at an unspecified time. She could not remember the details of what actions were taken before and during the time that she had passed out. It is also not known if the patient's blood glucose level was high or low when she passed out. The patient mentioned that she was taking her medications as prescribed during the time of concern. The paramedics were called an unknown time later. They tested the patient's blood glucose and got a result of over "200 mg/dl." The patient did not know if the paramedics provided any medical treatment. She was taken to a hospital and admitted for 1 week due to high blood glucose. The hospital tested the patient's blood glucose several times using an unidentified device and got readings "over 200 mg/dl." She was treated with "metformin" pills. The patient admitted that she had the meter for over 3 years and had never replaced the meter's battery. The patient did not have a replacement battery to troubleshoot the power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test her blood glucose because of the meter's power issue. She further claims she developed symptoms, passed out, was hospitalized, and received medical treatment for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.